Manufacturer narrative:
During evaluation, the belt was unable to pass essential performance testing due to the #1 puck fall off. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.